Event description:
Per the clinic, the patient reported a ¿sharp¿ feeling behind his ear at the site of the implant along with a decrease in performance. It was visually noted that the receiver stimulator had migrated. The results of an integrity test (B) (6), 2009 indicated multiple electrode anomalies. Patient was explanted (B) (6), 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).